Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found evidence of use as there was some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. There was also evidence of charred marks on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that a scheduled therapeutic colonoscopy procedure was never performed because the hand-piece was found to have the teflon pad hanging off. The hand-piece was inspected prior to use and that is when the damage was noticed. The device was never used on the patient. The intended procedure was completed using a similar device. There was no patient injury.